Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 3.5 months after the dental implant and temp hybrid were placed in ada site 8 in the mouth, the implant had lost osseointegration in type iii bone. Clinician reports poor hygiene and insufficient poor bone quality, the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported 3.5 months after the dental implant and temp hybrid were placed in (B)(6) site 8 in the mouth, the implant had lost osseointegration in type iii bone. Clinician reports poor hygiene and insufficient poor bone quality, the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)